Manufacturer narrative:
Evaluation summary: the customer indicated the use of a qualified cartridge and handpiece, and a non-qualified viscoelastic. (B)(4).

Manufacturer narrative:
Evaluation summary: the product history and batch records were reviewed and documentation indicated the product met release criteria. A root cause has not been identified. There have been no other complaints reported in the lot number. (B)(4).

Event description:
A health care professional reported that following an intraocular lens (iol) implant procedure, a patient presented with unintended hyperopia. The iol was later replaced with another iol. Additional information has been requested.

Manufacturer narrative:
The product was not returned for analysis. The root cause remains unidentified. (B)(4).

Event description:
Additional information was received indicating that posterior capsule opacification (pco) was observed on (B)(6) 2017.